Event description:
It was reported that there are visible lines on the display of the device's touchscreen. No patient information available.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow report will be submitted.